Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: small (50cc) amount of chemotherapy medication set to be infused over one hour. Pump went into kvo (keep vein open) mode and slowed down chemotherapy medication that was programmed to be infused. Medication library complicated for antibiotic administration and not reflective of all diluting solution. (Zosyn in 100cc vs 50cc order).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned to b. Braun for evaluation, and the device logs (the operating log, the alarm log, the keystroke log, and the service log) were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.